Event description:
It was reported that there was a basi metatarsal osteotomy on (B)(6) 2011. On (B)(6) 2011, one screw was loose. Loose screw was removed in revision on (B)(6) 2011. On (B)(6) 2011, patient had pain due to a broken screw. No second revision done. Pain is due to sequelae large deformity.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The most likely cause of this event is failure to follow the post-op rehab protocol. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. Per product directions for use, post-operatively, until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress and, until healing is complete, the fixation provided by this device should be protected. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.